Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level reported. The customer planned to use mdi (multiple daily injections) as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support resolved the issue by sending a replacement pump with updated software, provided instructions for returning the problematic pump, and offered training available through the customer's tandem source account. The customer understood and acknowledged the instructions.